Event description:
The customer reported to olympus, the resection sheath, 24 fr. Had a missing guide screw. The issue was found during reprocessing. Inspection and testing of the returned device found the ceramic tip was damaged, and the spring of the locking ring was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The information provided by the customer and the sbc is evaluated as plausible. The customer reported the guide screw to be missing. During their inspection, the sbc confirmed the reported issue. Furthermore, the service business center (sbc) identified the following additional issues: the ceramic tip was damaged, and the spring of the locking ring was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: missing guide screw: the reported issue was most likely caused by wear and tear. The missing guide screw most likely constitutes general signs of usage. Damaged insulation insert: based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Damaged spring: considering the age of the product, the damage to the spring is most likely attributable to general wear and tear. This issue is addressed in the instructions for use (IFU): properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.